Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 598 mg/dl at the time of the incident. The customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 598 mg/dl and the sensor glucose was 100 mg/dl. Insulin delivery was suspended due to sensor values. Sensor glucose and blood glucose difference was 498 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. The sensor will not be returned for analysis and insulin pump will not be returned for analysis.